Event description:
On 1/19/2023 it was reported by a sales representative via sems that an ar-3600d disposable kit for fibertak. During a case, as the surgeon loaded the drill into the corresponding drill sleeve and begin to drill, the drill bit got bound up inside the sleeve, locking the drill into the sleeve. No patient affect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-3638d serial/batch number (B)(6) was received for investigation. Functional testing found that the drill guide shaft was bent. The drill got stuck inside the drill guide. Visual evaluation found the device shaft was bent. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during drilling.